Event description:
Additional information was received that indicates this lead was returned for analysis.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a routine patient follow up in the clinic, this left ventricular (lv) lead was observed to have dislodged into the coronary sinus. It was reported that the patient no longer exhibited symptoms of heart failure and therefore, the physician elected to replace the patient's system and implant a single chamber device. This lead was explanted and a single chamber implantable cardioverter defibrillator (ICD) was successfully implanted. No adverse patient effects were reported.